Manufacturer narrative:
(B)(4). Date sent: 6/7/2016. Additional information was requested and the following was obtained: the customer reported this event directly to our regulatory agency. So, we received this complaint from our health authority. Unfortunately it is not possible to get the answers for your questions because the complainer is anonymous.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the clamp stopped working. It was restarted and at the moment of self-test the tip of the clamp broke. Unknown how case was completed. There were no adverse consequences for the patient.